Event description:
Ous MDR - after an implantation time of (B)(6), oversensing was reported. No inappropriate shock deliveries were registered. No deterioration of the patient's health was reported. A new rv lead was implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the existing production documents. The production process for this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.